Manufacturer narrative:
Device evaluation: the intraocular lens was discarded by the surgery site; therefore, is not available for investigation. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens (iol), model zlb00, was performed because the surgeon indicated that there were mechanical complications in the iol prostheses. There were no patient injuries. The lens was discarded. No further information was provided.